Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirts insulin while priming. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump resets time and date when changing out battery, insulin pump had died without alerting to low battery life, had to hold in the light to be able to read and the backlight was dimmer. The device will not be returned for analysis.